Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve was 87.4mm. During procedure, the final implant depth at 80% was 5/5mmmm and the patient had heart block and the valve was implanted at a depth of 8mm. After the procedure, a dual-chamber permanent pacemaker was implanted in the patient. Three weeks after, the patient had heart failure symptoms such as moderate shortness of breath and aortic insufficiency (ai). On (B)(6) 2025, the patient passed away due to heart failure (hf) symptoms. The physician mentioned the cause of death was the valve migrated deeper cause tore risk ai and hf but stated no imaging was done to check valve depth.

Manufacturer narrative:
It was reported that three weeks after navitor implant the patient had heart failure symptoms such as moderate shortness of breath and aortic insufficiency. The patient expired due to heart failure symptoms. It was reported that the cause of patient death was due to the valve migrated deeper causing torrential aortic insufficiency and heart failure but no imaging was done to check valve depth. Information from field indicated that during procedure the patient had heart block and the valve was implanted at a depth of 8 mm. A dual-chamber permanent pacemaker was implanted in the patient after the procedure. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the medical review performed at abbott, review of pre procedural CT demonstrated complete absence of calcification of leaflets/annulus. Pre or post procedural imaging was not provided for further analysis to determine cause of reported event. The patient had history of right bundle branch block which could have been exacerbated by the procedure leading to the heart block being reported. Based on the information received, the cause of patient death could not be conclusively determined. The patient effects of dyspnea and aortic insufficiency appear to be cascading effect of device migration. It is possible that device migration is related to the procedural and anatomical conditions (implant depth deeper than 3 mm and absence of calcification). However, this cannot be confirmed. The reported surgical intervention is result of case-specific circumstance as permanent pacemaker was implanted for heart block during procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the physician mentioned the cause of death was the valve migrated deeper causing torrential ai and hf but stated no imaging was done to check valve depth.